Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient was home alone, sitting in the living room, and noticed he was not feeling well. He went from the living room to the bedroom, fell against the closet door, and became unconscious. After waking he went to the kitchen to get something to eat from the refrigerator, but felt shaky again, fainted a second time, fell, hit the back of his head on the door of the refrigerator sustaining a laceration, and tore off the refrigerator door. After an hour he woke up. After he saw blood from the cut, he was frightened and went to the bathroom to check in the mirror and see if he was hurt badly but fell down again and became unconscious a third time. After half an hour he regained consciousness on his own and crawled to the living room. He drank something sweet and slowly felt better. He reported that he had not checked a bg during the event but that he suspected he was at 40 mg/dl. He went to the doctor the following day. Since he had waited too long to seek medical attention for the laceration, the doctor could not seal the wound with sutures as it had healed by itself, so it was only disinfected. At some point later the patient was not feeling improved so went to the hospital as a result of the event. He had a consultation with a diabetologist and stated that he had to take some carbs and have some blood work done. He was hospitalized and had a CT (computed tomography)scan, MRI (magnetic resonance image), gastrointestinal endoscopy, x-ray, and other unspecified examinations. At the time of follow-up on (B)(6) 2022 he was still in the hospital due to other undisclosed non-diabetes reasons that came up when he went to the hospital because of the hypoglycemic episodes. At the time of the report the patient was stable and stated that he felt good. No medication was given at the time of the event. Also at the time of the event, the cgm had a reading of 124 mg/dl or 130 mg/dl or 140 mg/dl; he stated he could not remember the exact number because of the head injury. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.